Event description:
It was reported that the echelon ec60a didn't compete the fire sequence. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 11/21/2023 d4: batch # 431a73 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with the shroud from the dial indicator area partially opened and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled in order to verify the condition of the internal components and no anomalies were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. It is possible that the damaged on the handle shrouds was due to an improper handling of the device. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 431a73, and no non-conformances were identified.